Manufacturer narrative:
Section e: initial reporter is unknown g2: the country of the event is japan g4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty. It was reported that the cement was mixed and injected into the bfd, but by the 2nd application, it had hardened and could no longer be injected. The event occure during initial setup and there is no malfunction with the bfd. There was no patient symptom reported. There were no further complications reported regarding the event.